Event description:
Child's mother called to report that her child was in emergency department last night and was taken to radiology for a chest x-ray. The baby was placed in a pigg-o-stat immobilizer for the exam. After he was brought back to the ed room he had a small amount of swelling on his head in left occipital area. Mother reports that the baby had increased swelling of the area and had to take baby to another hospital where the baby underwent a CT of the head that showed soft tissue swelling.